Manufacturer narrative:
Batch review performed on 22 february 2021: lot 174148: (B)(4) items manufactured and released on 06-dec-2017. Expiration date: 2022-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: early subsidence of tibial component in primary cemented tka, few weeks after primary. The medial bone subsided; the significant presence of osteophytes may have conditioned component sizing and the quality of the bone could have been lower than expected. No reason to suspect a faulty device as the root cause of this case.

Event description:
Revision surgery performed 1 month after the primary surgery due to the subsidence of the tibial tray (the cause is unknown but it is possible that the tibial tray was undersized). All implants have been revised.